Manufacturer narrative:
Evaluation summary: customer reported no video image. Therefore, we checked the returned unit and confirmed that the ccd driver pcb corroded. Based on the result, we concluded that it was caused due to the worn out on the ccd driver pcb.

Event description:
Pentax medical was made aware of an event that occurred in the united states. The customer reported no video image involving pentax medical video gastroscope model eg29-i10, serial number (B)(4). The event was observed in the operating room prior to use. There was no report of injury or adverse event requiring medical intervention. A good faith effort request was made for additional information with no response as of 29-nov-2021.

Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 03-nov-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings: distal body chip at channel opening at thinnest part, umbilical cable,mild crush, leak at # 1 remote control button cover, ccd circuit board corrosion, failed wet leak test endoscope failed electrical safety test - plct, suction tube resistance, endoscope failed electrical safety test - hi-pot, failed dry leak test, operation channel- primary slice by accessory, # 1 remote control button cover cracked, operation channel- primary severe scratch inside, insertion tube mild crush at stage 1, insertion tube mild crush at stage 2, mild moisture on pve electrical connector frame, pve electrical connector frame mild corrosion, image mild shadow, insertion tube root brace broken. The device will undergo repairs including the following components and be returned to the customer once completed: o-rings and seals, distal end assy with tubes, rl pulley assy, ud pulley assy, bending rubber, adjusting collar, angle wire, shield pipe for ccd, pcb for ccd drive pb-free, electrical connector assy, suction channel lg, remote control button(1), x-ring(1.8x19.6) gray, ud guide plate. Model eg29-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 08-nov-2021, a device history record(DHR) review for model eg29-i10, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 10-mar-2015 under normal conditions and passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 11-mar-2015. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.